Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A staple got stuck in the stapler therefore a new unit was used. There was no patient injury.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the trigger partially engaged. The stapler appears used as there is biological material present on the device. The staples appear properly aligned. The stapler was returned with 31 staples left in the cartridge indicating that at least 4 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. One staple properly formed in the stapler. However, it did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. The stapler was other remarks: disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. One staple was able to correctly form, but did not release. The staple was manually removed. Two more attempts were made and the staple would not be released in either attempt. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was done two more times with the same result. The lab inventory anvil was returned to the lab inventory stapler. Upon assembly, the trigger was engaged and one staple correctly formed and released. The anvil appears to be defective. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Nonconformance (B)(4) has been previously opened and is currently in progress to further investigate the complaint issue as the anvil did not release the staples once the trigger was engaged. The anvil was placed in a functioning lab inventory stapler and would not release the staples. The anvil in the returned stapler is defective. The reported complaint of "stapler jammed" was confirmed based upon the sample received. The staples were able to properly load and close in the stapler, but were unable to release from the stapler. The anvil from the returned sample was put into a functioning lab inventory stapler. Upon engaging the trigger, the staple formed but would not release. The anvil from the lab inventory stapler was put into the returned stapler. Upon engaging the trigger, the staple formed and successfully released. The sample was sent to the manufacturing site for further investigation. The stapler was returned with 31 staples left in the cartridge indicating that the stapler was fired at least 4 times by the end user. No errors could be found in the assembly. The anvil is a purchased part. Therefore , the potential cause of this complaint issue is supplier related. Nonconformance (B)(4) has been previously opened and is currently in progress to further investigate the defective anvil part.

Event description:
A staple got stuck in the stapler therefore a new unit was used. There was no patient injury.